Manufacturer narrative:
Zimmer biomet complaint (B)(4). Implanted (B)(6) of 2021. Concomitant medical products: item# ni, lot # ni; unknown ribfix blu plates. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00063.

Event description:
It was reported that patient underwent a procedure, and subsequently felt the plates pop while doing aggressive physical therapy. The patient visited a physician and was then revised due to the plates being fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.